Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for the failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in patient use when the reported event occurred.